Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, however, the pump failed to power on. Further testing was not able to be performed due to no power to the pump. The battery cap contact dimensions measured within specifications. Moisture was observed in the display. A leak test revealed leaks at a crack in the pump case. The pump case was opened, and moisture damage on printed circuit board was found. The issue of no power to the pump was found to be due to moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.